Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0xcn3, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that he was implanted yesterday and noticed a loss of therapeutic effect on the day of this report. The patient felt stimulation slightly. He also had swelling, bleeding, pain, and soreness at the implant site. He also saw the poor communication screen on the programmer and had poor communication with his implant. The patient was recently implanted and bandages or swelling was present. Additional information received from the consumer reported that he still had poor communication with the implant. Bandages or swelling were still present. The patient confirmed that the antenna was secure and synced with the implantable neurostimulator (ins). This resolved the reported communication issue. The patient noted that the antenna was not completely plugged in at first. The patient also reported some symptoms. He had a bladder spasm, but noted that he had pizza with spicy peppers the night prior and this could have caused the spasm. Overall, the patient noticed an improvement in his urinary frequency. The patient had a follow up appointment scheduled for (B)(6) 2015. The patient had no idea what caused the loss of therapeutic effect. There were times that he felt better bladder control and then later he seemed to have a less positive reaction. His implant site was very sore and swollen. The patient had not tried changing the device settings and was going to wait for advice from his doctor first. Additional information received from the consumer reported that he did feel stimulation but had a loss of therapy. The patient was not getting 50% symptom control or better. Onset of symptoms was gradual. It was noted that the patient had a blood clot/ hematoma and was put on antibiotics and anti-inflammatories. The patient still had swelling and pain at the ins site and could not sit properly. The patient had no improvement since starting the medications. The patient was implanted for gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study (sdy). It was reported that the patient's right buttocks had ecchymosis in various stages of healing. The pain was most likely related to a hematoma. It was noted that there were no signs of infection and no rubor, calor, unduration, or drainage. This was related to the implant procedure. It was noted that this issue was resolved, without sequelae, on (B)(6) 2015. There were no further complications reported or anticipated.